Event description:
The fse reported that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. No further repair info is available. The system operates as intended.